Event description:
Health professional reported that a lap-band port was explanted and replaced due to an alleged leak. The event was first noted when the physician "tried to adjust the lap-band device and could not aspirate fluid." The physician "suspected a port leak, but there was no visible hole on the device once explanted." No diagnostic testing was conducted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."